Event description:
Pt developed swelling at the port site. A dye study was done which showed leakage at the port/catheter connection. Reported to have back flow. Also, the port was to be removed & replaced with a catheter.